Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 46 mg/dl. The patient was found unconscious by his wife. For treatment, the patient was given fluids. The patient reported his cgm (continuous glucose monitor) was giving him incorrect glucose readings of over 200 mg/dl. This subsequently caused the omnipod system to deliver more insulin via the smartadjust feature resulting in hypoglycemia. The patient was discharged after 1 week.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.